Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. It is unknown whether the customer noted a trend arrow on the device. The customer received 148mg/dl higher sensor scan results and due to the higher readings, self-treated with insulin(dose/type unspecified). The customer then experienced a loss of consciousness and was unable to self-treat and required treatment of honey by a third-party. Paramedics later came where readings of 50mg/dl were taken on their meter and glucose was administered for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The customers product has been requested for investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. It is unknown whether the customer noted a trend arrow on the device. The customer received 148mg/dl higher sensor scan results and due to the higher readings, self-treated with insulin(dose/type unspecified). The customer then experienced a loss of consciousness and was unable to self-treat and required treatment of honey by a third-party. Paramedics later came where readings of 50mg/dl were taken on their meter and glucose was administered for treatment . There was no report of death or permanent impairment associated with this event. On 08-jul-2025, adc received additional information regarding this event, via email. The additional information is as follows: prior to sleep, the customer received a reading of 162 mg/dl obtained on the adc device and self-treated with insulin (dose/type unspecified). It is unknown whether the customer noted a trend arrow on the device. At approximately 3 a.m., the customer began "making noises", was unresponsive to stimuli, and was described as struggling to breathe. A scan reading of 148 mg/dl was obtained on the adc device and the emergency services were called. It is unknown whether the caregiver noted a trend arrow on the device. It was reported that the caregiver perceived the customer to be experiencing a seizure and provided the customer honey. Upon arrival of paramedics a capillary blood glucose result from a hcp meter of 51 mg/dl was obtained. It was noted that the scan reading was 142 mg/dl. The customer received hcp administration of a tube of glucose mixed with juice and a banana as treatment for the diagnosis of hypoglycemia. The customer's blood glucose was noted to have improved to 74 mg/dl and the caregiver stated they would provide a meal for the customer to maintain glucose levels. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors; no trends were identified that would indicate any product related issues. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The following sections have been updated per additional information received by adc: a2 - age at time of event. A3a - sex. B3 - date of event. B5 - describe event or problem. B7 - other relevant history. H6 - adverse event problem. As it is unknown if the user was using android or ios with the fs libre 3 sensor, g4 - PMA/510(k) # has been populated for ios. All pertinent information available to abbott diabetes care has been submitted.